Event description:
It was reported that during the implant attempt the physician was unable to place the lead due to "stiffness." It was also reported that they were unable to remove the stylet. A different lead was implanted no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).